Manufacturer narrative:
Upon receipt of new information, it was determined that the information in this MFR report pertains to [3004209178-2023-19249]. All information in this event and any future new information will be documented and submitted in that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 377775, (lot: v012741); product type: 0200-lead; implant date (B)(6) 2010; product ID 377775, (lot: v014386); product type: 0200-lead; implant date (B)(6) 2010; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Manufacturer representative (rep) reported high impedances during an impedance check. Rep reported impedance values of contact 2 (40000), contact 3 (32640), contact 5 (34890) and contact 6 (37240). Rep also reported patient had a loss of stimulation as well as a return of pain. Troubleshooting was performed with impedance checks and reprogramming however, the issue was not resolved.